Event description:
Pt's tracheostomy tube cuff would not hold pressure. Cuff had been filled with approx 12cc sterile water. Trach tube was pulled and replaced. A small pin hole was found at the union between the cuff and the line coming from the pilot balloon. 4 hrs later the same problem occurred and the trach tube was changed and a pinhole was found in it also. Twenty-six hrs later the same problem occurred and the tube was changed with the same type of pinhole.